Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing the surgeon closed the device on tissue, removed the safety and proceeded to fire however there was a power lock. The device was taken out of the patient, the battery pack taken off and then placed back on again and the device was able to be fired for seven firings after that. The second to last firing there were malformed staples at the distal end of the staple line at the top of the sleeve. Three rows of staples were malformed. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.